Manufacturer narrative:
The reported event of visible deformation was confirmed. As received, marks of a small dent were found on the device¿s metal housing; the cause was unknown. Analysis performed including telemetry interrogation, output verification, and header evaluation did not identify any functional issues. A longevity assessment found the device was operating at beginning-of-life voltage with appropriate remaining longevity.

Event description:
During attempted implant, a dent was observed on the housing of the device. A different device was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.